Event description:
Account states a pt was admitted to the e.r. For sob. The pt was given a nebulizer treatment and some IV fluids. Pt was stable and awaiting a bed on the floor. At some point while awaiting a bed, the oxygen tubing became disconnected from the nebulizer and someone then attached the tubing from the nebulizer into the pt's IV tubing, causing air to be pushed into the pt's vein. The pt went into respiratory arrest and died.